Manufacturer narrative:
Per the tandem user guide: the pump detected that the cartridge is empty and all deliveries have stopped. In this case the pump alarms will re-notify every 3 minutes until the alarm is cleared, the cause of the alarm is addressed and then insulin delivery is manually resumed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump ran out of insulin. Tandem technical support was unable to confirm the sequence of low insulin alerts and alarms in the pump history. The customer acknowledged that they forgot to change out their empty cartridge when they should have. As a result, the customer went to emergency room and was subsequently hospitalized in the intensive care unit with an elevated blood glucose (bg) that was displayed as ¿high¿; specific bg value was not provided. Reportedly, the customer had high levels of ketones that was determined life threatening by health care provider. Customer also experienced a fall. Customer was unable to provide information about treatment received, but confirmed that treatment resolved the issue and there was no permanent damage. Customer was discharged on (B)(6) 2025. The customer continued to use the pump for insulin therapy.